Event description:
The manufacturer received info alleging a ventilator tripped the ac circuit breaker. There was no harm or injury reported. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.